Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a blower stalled alarm had occurred. The remote service engineer (rse) and customer performed a troubleshoot. The error code was confirmed in the logs. The blower rotations per minute (rpm) increased to 340000 as expected when the pressure was set to 10 with nothing on the patient outlet or proximal port. The rse advised the customer to perform a successful performance verification test (pvt) before returning the unit back into service and replace the blower if no issues were found. The rse provided the customer with the part number of the blower assembly to order and replace. Device evaluation and repair are pending.